Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cruciate retaining cemented femoral component narrow left size 5 catalog #: 42502005801 lot #: 64137081, persona cemented all poly patella 29mm catalog #: 42540200029 lot #: 64263399, persona cemented stemmed tibial component left size c catalog #: 42532006401 lot #: 64078233. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision of the articular surface to address instability approximately six (6) years post-operatively. Attempts have been made; however, no additional information is available.